Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that during a premature ventricular contractions (pvc) case, a pericardial effusion was noticed. The physician was aware that they were mapping with high-force readings but felt comfortable doing so. When the patient¿s blood pressure dropped and heart rate increased, they stopped to check for a pericardial effusion. They did this twice and the 2nd time they discovered the pericardial effusion. The pericardial effusion (pe) was confirmed using a transthoracic echo. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician thought they may have perforated in the right ventricular outflow tract (rvot) when mapping with high-force readings. They noted that they were not ablating with high force readings at any time during the procedure. The ablation catheter is not available to return and the lot number was not retrievable. The adverse event was discovered during use of biosense webster products. The physician did not blame biosense webster product as per the bwi representative¿s knowledge ¿ was aware of catheter high force within rvot. Outcome of the adverse event was improved (they were not sure whether patient fully recovered, however patient¿s vitals were stable after pericardiocentesis) generator information was a serial number: 2409 (make/model unknown) version 8. Software version 1.7. No transseptal puncture was performed. Prior to noting the pe or CT, ablation was performed. No evidence of a steam pop. The event occurred during the mapping phase. An irrigated catheter was used in the event. The flow setting was at recommended stsf irrigation settings were used (2 ml/min on low flow. During ablation: 8ml/min (<30w) and 15 ml/min (>30w). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used was fot. No additional filter used with the visitag. Physician uses tag index for visitag coloring the high force issue is not MDR reportable to the FDA. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable to the FDA.